Event description:
Implants: in 1985 the left side got very hard & the pt had 3 closed capsulotomies which did not resolve the contracture. In 3/92, the pt developed left breast pain which radiated to the axilla & to the left arm. After implantation, the pt had a lot of flues & diffuse aches & pains as well as irritable bowel symptoms. The pt at this point, has a lot of immunologic abnormalties including high candida antibodies & high antibody titers to eb virus. On physical examination she also had chronic fatigue syndrome. She has a class iii capsular contracture on the right & a class IV contracture on the left. As a result of capsular contracture with pain & ruptured implant on one side as well as constitutional symptoms that may be associated with silicone intolerance, it was medically necessary to remove both implants & do a complete capsulectomy.